Manufacturer narrative:
According to the complaint description, the sample and lot number not available. After receiving this complaint, we were unable to investigate further complaints and conduct documentary investigations to look for any anomaly recorded during production as neither the lot number nor the sample are available. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the patient was catheterized on (B)(6) with a ch 22 prostatic catheter for hematuria with irrigation. The irrigation system was disconnected by the nurse on (B)(6) at the patient's bedside without difficulty. The irrigation funnel disconnected from the urinary catheter. The catheter was removed from the patient, then a new catheter was inserted.

Manufacturer narrative:
A similar case study was performed based on prostatic catheter damaged connector damaged / broken over last four years, 8 similar cases were found. A risk management file evaluation was performed. The evaluation has shown that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
Additional information was received: the catheter was inserted on (B)(6) 2025, in a patient who already had an indwelling urinary catheter for two months. The indication for catheter insertion was the healing of a sore on an incontinent patient. The incident occurred on (B)(6) 2025. Before inserting the device, the balloon was tested by inflating and deflating it. The integrity of the device was verified, and a lubricant (cathejell) was used during insertion. The balloon was inflated with 20 ml of sterile water, included in a catheterization set. The urinary drainage system (bag and tubing) was not kinked and was correctly positioned at a downward angle relative to the bladder, whether the patient was lying down, sitting, or standing.